Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position for gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly, the patient had pancreatic cancer with duodenal obstruction, and had a history of prehepatic portal hypertension and other unknown comorbidities. It was also reported that the site of stent placement was examined with eus doppler prior to stent deployment. According to the complainant, on (B)(6) 2017, the patient presented with abdominal pain, low urine output, and dropping hemoglobin, and was determined to be bleeding. The patient underwent a laparoscopy with washout and received a 4-unit blood transfusion. The source of the patient's bleeding could not be located, and the relationship between the bleeding and the axios stent is unknown as the stent site was not inspected closely. The physician suspected that, given the patient had multiple comorbidities including portal hypertension, the bleeding may have been caused by a variceal bleed or possible trauma during the procedure while trying to get adequate endoscopic position to access the bile duct under eus. The axios stent remains implanted. There were no further patient complications reported as a result of this event. The patient's condition was reported to be stable.